Manufacturer narrative:
1/23/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a colectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.